Event description:
Olympus (osh) was informed via service request that the customer visera elite video system center¿s ¿power supply button is broken¿. The reported problem was found during reprocessing. The scheduled procedure was completed with another similar device. There was no delay, death or injury reported.

Manufacturer narrative:
The referenced device was returned to the olympus repair center. The customer could not confirm the power supply was broken, however, the service inspection found the device cannot be turned on. The investigation is ongoing; therefore, the root cause of the reported issue cannot be determined at this time. However, if additional information becomes available this medical device report will be supplemented accordingly. The device was last serviced via repair in july 2021 for a defective video connector, attributing to a flickering image.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the approved final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the power switch did function due to a faulty power unit, which resulted in the power not turning on. However, the definitive root cause of the faulty power unit could not be determined. Olympus will continue to monitor field performance for this device.